Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 540-541 mg/dl. The cause of the high bg was unknown. The customer changed the cartridge and infusion set to address high bg. A correction bolus was delivered to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.